Event description:
An altitude alarm was reported on the pump, indicating some malfunction related to the device's operating conditions. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support advised cleaning the speaker holes and attempting to reconnect the cartridge, but insulin could not be resumed, and the customer lacked the necessary equipment to reset the pump. Technical support planned to follow up for further troubleshooting once the customer returned to her hotel with the required supplies.